Manufacturer narrative:
(B)(4). Concomitant medical products- oxf anat brg rt lg size 3 PMA, item 159582, lot 774650, therapy date - device remains implanted, oxf twin peg cmntls fmrl lg, item 161475, lot r2407050a, therapy date - device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2018-01092 and 3002806535-2018-01093.

Event description:
It was reported that the patient is experiencing right knee pain secondary to standing on feet all day (prolonged standing).

Manufacturer narrative:
(B)(4). The follow up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient is experiencing right knee pain secondary to standing on feet all day (prolonged standing).